Manufacturer narrative:
Date rec'd by MFR: 05aug2019. The field service engineer (fse) confirmed the reported problem. The fse readjusted the vibration proof ring. The device passed all testing and the issue has been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14jun2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a noise coming from the device. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.